Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a wire detachment occurred. The de novo lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The physician attempted to insert the rotawire guide wire and the 1.75mm rotablator rotalink to the lesion and the distal part or the guide wire detached. The guide wire fragment was retrieved with a snare and removed from the patients¿ body. The procedure was completed with the initial 1.75mm rotablator rotalink and another rotawire guide wire. Patient status is reported as good.

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).